Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was non functional and still implanted in the patients body.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.